Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, fecal incontinence. It was reported that the patient said they were having problems with their bowels. They didn't know if the stimulator was on or not. The agent helped the patient connect to the stimulator and they got the message maximum settings, therapy can't be increased. The patient was going to go back to the doctor and ask for a rep to be present at the appointment. The patient had not had any falls or accidents. The patient could feel the stimulator. They were not sure if the stimulator was coming through the skin. They could feel the stimulator more than they could prior. They feel like the stimulator position had changed. The agent redirected the patient to their doctor.